Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working as intended. No device malfunction was suspected. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 15075159. UDI: (B)(4).